Event description:
It was reported that the 9800 system had a collimator too large and stuck error messages. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was replaced during the service call.